Event description:
A monarc sling was implanted. It was reported that the pt experienced pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.